Event description:
The device was used during a gastrical bendage. Reportedly, the needle disengaged into the pt's cavity. The surgeon was able to retrieve the component and applied another device from the same lot number. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon was unable to retrieve the pieces. The hosp has reported no pt injury occurred.